Event description:
It was reported, by the patient, that post-coronary drug eluting stenting treatment procedure, that they have experienced a heart attack. The patient reports having an unspecified taxus liberte' stent implanted in their "left artery". At some point post-procedure the patient reports "I have extremely gotten worse since the stent was placed in my l artery . Two heartaches very very short of breath uncontrollable levels of toxins. And triglyceride levels". No further information is available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).